Event description:
Received info from the physician that he is considering a surgical revision due to infection and the device placement is too superficial. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).